Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted set screw mark noted on the terminal pin. Cuts noted in the insulation approx. 258-260mm, multiple cuts. The helix was retracted and blood/body fluid noted in the neck region and in the helix housing. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the cathode coil (inner coil) is fractured at the distal end of the terminal pin. Based on the necking down of the coil, this is most likely the result of trying to extend the helix. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. Analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations of dislodgement. The lead tip and helix have no visible signs of damage or defect which would lead to dislodgement.

Event description:
Boston scientific received information that this right atrial (ra) lead dislodged during the procedure to remove a foreign body on the right ventricular (rv) lead. It was not able to reposition the ra lead. The helix was successfully retracted; however the helix would not extend. The ra lead was explanted. No additional adverse patient effects were reported.